Event description:
It was reported that during an implant procedure the patient was suddenly in ventricular fibrillation requiring external defibrillation. It was also noted that the right ventricular lead was found to be "damaged." The lead was not used and a different lead was implanted. No further patient complication were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.